Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Broke when she was removing it. Awaiting someone to remove it- vagina [foreign body in reproductive tract]. Broke when she was removing it- tampon [device breakage]. Broke when she was removing it [complication of device removal]. Case narrative: consumer's mother reported that the tampon broke when her daughter removed it. No serious injury was reported.